Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) and concerning a patient implanted for lumbar radiculopathy and spinal pain that the patient wasn't getting coverage to the right low back. A patient fall was noted to have possibly led to this event. Reprogramming had been tried. The right lead was then revised and the issue was resolved. The patient was alive with no injury. It was unknown when the event occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included an implantable neurostimulator (ins) pocket revision on (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was undesirable change in stimulation. The outcome was resolved without sequelae. Interventions included reprogramming. Interventions included repositioning the lead. The event resulted in an unscheduled clinic or office visit. The patient reported a change in stimulation pattern. Imaging confirmed lead migration. The etiology reported that the event was related to the device or therapy and not related to the implant procedure. The etiology was reported as related to the leads which were connected to the implantable neurostimulator (ins). The etiology was noted as related to the stimulation. The patient was implanted a month ago for management of her low back pain. The patient reported good stimulation coverage until (B)(6) when the patient reported that they dropped to the ground because she heard gun shots nearby. The patient reported no stimulation to the right low back and leg since that time. The patient did have stimulation to the left low back and leg. Relevant medical history included: spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.